Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/29/2015 with the following findings: a review of the alarm history showed on call service 012 alarm occurred on (B)(6) 2015. There was no activity outside normal use observed in the black box. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no issues occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump cover was removed and there were no internal defects found. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 012 alarms. It is unclear at this time if the alarms were occurring during bolus delivery or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.